Event description:
The surgeon reported a posterior capsule tear occurred and an unplanned anterior vitrectomy was performed. Additional information received from the surgeon stated the company service rep completed the examination of the system and made adjustments that she is happy with. The surgeon declined to provide further information on the event or patient status. The nurse stated the o-ring was not fitting well and the facility biomedical technician was able to help the surgeon get through the case. The nurse declined to complete the questionnaire and stated there was no patient injury.

Manufacturer narrative:
The company service rep examined the system and replaced the cpc connector. The vitrectomy outputs were within product specifications. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.